Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the reason for call was patient said they had a trial period and did fine and now they are having a lot of operative pain. Patient said they are older and have had many spinal surgeries so they did have huge pain before and they are hoping that the device will work for their pain. The patient was redirected to their healthcare provider to further address the issue. Pt mentioned something they will figure out if it will help on thursday or friday (agent understood pt to be talking about follow up appt). Additional information was received, patient stated the implant only worked to relieve their pain once a couple of weeks ago, and they were still in a lot of pain. Patient repeated the device never worked right since they had the permanent implant put in. Patient stated how they thought they were supposed to have groups a, b, and c, and they went to their surgeons office and the surgeon confirmed there was no group c. Patient stated their physician thought there may be a problem with the device. Agent reviewed role of rep and redirected patient to healthcare provider to further address issue. (B)(6)2024 patltr (con): patient stated they had seen the hcp twice and received a new charger. Patient stated they could not solve problem. Patient stated they have bothered hcp enough and wish someone would come to their home. Agent called patient back per patient requesting more assistance (see rtg0727272). Patient stated they are still not getting therapeutic relief from the stim settings and would like assistance adjusting. Caller stated now is not the best time and would call back tomorrow. Patient called back today as patient wasn't able to speak last night when previous agent called. Patient repeated stimulation has never done what they expected. Patient mentioned stimulation only works on their legs and not their lower/lumbar spine. Patient also said the stimulation would be on and then just turn off on it's own a couple times a day. Agent asked, patient said they would just be sitting and not change position when that happened. Patient mentioned they met with a rep once but stimulation stopped helping again after they met and so patient never followed up with a rep again after that. Agent redirected to the doctor's office to check programming and contact a rep to meet with patient if needed.